Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during prime. Customer's blood glucose reading was 331 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set for analysis. Customer would like to return the reservoir for analysis. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Replacement product is being sent.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and the reservoir passed. Fluid did flow through the infusion set, and no occlusion was noted.